Manufacturer narrative:
Complaint no: (B)(4).additional information: it was reported that, at the time of the event, the unspecified medication had finished and normal saline was infusing. The backflow was noticed right after the CT (computerized tomography scan) was done (indication for CT unspecified). The patient¿s blood was backing up into the tubing and then went out through a small hole in the tubing and onto the floor of the CT room. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set had a small hole in the tubing and leaked approximately 150ml of the patient¿s blood from backflow. It was not reported if the patient was hospitalized for this event. Treatment for this event was unknown. Action taken with therapy was not reported. The patient outcome was not reported. No additional information is available.